Manufacturer narrative:
Registered nurse from hcp office for type 2 diabetic reported that a patient is having a rash allegedly at the needle insertion. She mentioned that she is unsure if it is due to the heat but that he has been using v-go over a year and has encountered this about the last six weeks. It is reported that the patient does clean the location and as well as his abdomen area prior to placing on the v-go. She reported that there are several small spots at the needle insertions on the left side of his abdomen. She advised that patient went to his primary doctor and he reportedly drained 3cc of pus from the right side of patient's abdomen where the needles were allegedly inserted. The patient stated that when he switched from the vgo 20 to the vgo 30, when he placed the vgos on and removed them, the injection sites would get infected. The patient stated they would fill with pus and turn red. The patient stated that he would drain them himself and clean it with an alcohol pad. The patient stated he now has scabs and its been a month and the areas are still red. The patient also stated there was one site where the infection did not get better and he had to go to his primary care doctor and they lacerated the area, drained the pus and packed it with gauze. The patient took two antibiotics, one injection in his buttocks and one is pill form for 10 days. There is no allegation of device malfunction. The device was not returned for evaluation. Root cause cannot be determined based on the information provided.

Event description:
Registered nurse from hcp office for type 2 diabetic reported that a patient is having a rash allegedly at the needle insertion. She mentioned that she is unsure if it is due to the heat but that he has been using v-go over a year and has encountered this about the last six weeks. It is reported that the patient does clean the location and as well as his abdomen area prior to placing on the v-go. She reported that there are several small spots at the needle insertions on the left side of his abdomen. She advised that patient went to his primary doctor and he reportedly drained 3cc of pus from the right side of patient's abdomen where the needles were allegedly inserted. The patient stated that when he switched from the vgo 20 to the vgo 30, when he placed the vgos on and removed them, the injection sites would get infected. The patient stated they would fill with pus and turn red. The patient stated that he would drain them himself and clean it with an alcohol pad. The patient stated he now has scabs and its been a month and the areas are still red. The patient also stated there was one site where the infection did not get better and he had to go to his primary care doctor and they lacerated the area, drained the pus and packed it with gauze. The patient took two antibiotics, one injection in his buttocks and one is pill form for 10 days. There is no allegation of device malfunction. The device was not returned for evaluation.

Manufacturer narrative:
Block b3- date corrected. Block e1- initial reporter corrected. Block e2- health professional - no checked. Block e3- non healthcare professional. Block g7- follow up #1. Block h1 - serious injury. Block h2- correction checked.